Manufacturer narrative:
UDI information:(B)(4). Complaint sample was not returned to codman and no lot number information has been provided; therefore, an evaluation of the device could not be performed, and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported information.

Event description:
It was reported by an affiliate that a prog valve inline w sg (product ID 823832) was blocked/occluded: the patient is operated with the programmable shunt. After the operation, there's a soft tissue blocking the valve. Please see attached x-ray picture for more information. The valve is then replaced. Did not occur intra operatively. No delay over 30 minutes.